Event description:
Scleral burn occurred right away. Three sutures required to close. Changed handpiece. System has been used with other handpieces in subsequent cases without problem. Believes handpiece was not cleaned well enough. Pt has poor prognosis.

Manufacturer narrative:
H-10: the system was used in subsequent cases without incident and was not evaluated. The handpiece was found to meet performance specifications. This report was mailed in to FDA on: 7/16/97.